Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 the patient saw their healthcare professional (hcp) for a pump adjustment and not a pump refill. The patient stated that on (B)(6) 2017, "they went to get an magnetic resonance imaging (MRI) not related to the pump and could not do the MRI because they were very claustrophobic and with the sedation that they started in an intravenous (IV)." The patient reviewed they still could not do it, and they never turned on the MRI machine. On friday (B)(6) 2017 the patient stated they got an 8474 error code on their personal therapy manager (ptm). Over the past weekend ((B)(6)), the patient stated, " the pump was beeping with a noise they have never heard before." The code was noted to be unresolved. The patient was to follow up with hcp to get the pump interrogated and determine the next steps. It was reviewed that the pump has reset itself at a non-therapeutic minimum rate mode for some reason and the patient was not getting therapeutic medication dose. No further complications were reported/anticipated.